Event description:
It was reported that the device turned off when the patient went through an "x-ray" machine at a stadium. About one year prior to the date of this report after going through such a machine the patient had issues with the implantable neurostimulator (ins) recharge level. It was noted that there was a period of time where the patient could charge up to 25% full but no higher. Another time the device would move from 100% full to 0% without "flashing" the 75% or 50% quartiles. **information omitted, see pe # (B)(4) (tics, exposed wire), pe# (B)(4) (suicidal), pe# (B)(4) (ins depletion), pe# (B)(4) (loss of coupling). Additional information received reported that the cause of the issue was determined. It was noted that reprogramming resolved the issue. The outcome was that the patient returned to the baseline. **information omitted, see pe # (B)(4) (tics, exposed wire), pe# (B)(4) (suicidal), pe# (B)(4) (ins depletion), pe# (B)(4) (loss of coupling).

Manufacturer narrative:
Concomitant medical products: product ID 3391s-40, lot# v259776, implanted: (B)(6) 2011, product type: lead; product ID 3391s-40, lot# v259776, implanted: (B)(6) 2011, product type: lead; product ID 7436, serial# (B)(4), product type: programmer, patient; product ID 7482a40, serial# (B)(4), implanted: (B)(6) 2011, product type: extension; product ID 64002, lot# n306623, implanted: (B)(6) 2012, product type: adapter; product ID 7482a40, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. (B)(4).